Event description:
Rptr states that ~5 weeks ago, her son was diagnosed with an ulcerated cornea. Rptr states that for the previous 2 years that her son had been using the bausch & lomb renu multi-purpose and is concerned that this product is responsible for the injury to her son's eye. Rptrstates that she will check with their eye care ctr and see if a specific diagnosis was made as to the cause of her son's injury. Was treated with eye drops.